Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device was giving a b30 error. There was no patient involvement associated to this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the probable cause of the communication failure was due to contamination on the cv-190 scope connector contact or a communication failure due to contamination on the connector contact on the scope. The b30 error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. Possible causes include the following: due to the contamination and water drops adhering to the scope connectors contact of cv-190, communication was inhibited, and b30 error occurred; dirt or water droplets adhered to the connector contact portion on the scope side, the communication was inhibited and b30 error occurred. The following statements are included in the instructions for use regarding connecting the video connectors to the product in a well-dried condition, including the electric junction: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."